Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented after a vibratory alert was received. Upon device interrogation in clinic, high atrial lead impedance and noise causing inappropriate auto mode switch episodes was observed. The patient will continue to be monitored and is currently stable.